Event description:
It was reported by the customer that a spark was witnessed by the power inlet.

Manufacturer narrative:
Initial report ref to (B)(6) complaint #(B)(4). Customer stated they saw a spark near power inlet. They were using a ups on the algo5 and replaced it when they saw the spark, another spark near power inlet occured after installing the new ups. (B)(6) advised that using the ups is considered off label and suggested that they remove it. No patient injury or delay in treatment. Technical support sent a customer questionnaire to customer for more information. Technical support shipped a power inlet module that we suspect is the cause of this failure. Tech support also provided resource to the user manual referencing pages 4 and 5 confirming unsupported equipment is prohibited there are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Per (B)(4) complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. No complaint trends have been identified. Further investigation to be carried out.

Manufacturer narrative:
Follow up report 001# natus complaint (B)(4). Reached out to technical support to clarify affected item. Technical support responded "as our a5 system does not have a defined system s/n, we will use either the panel pc or dsp as a s/n for the device." Technical support provided additional clarification "the power inlet is not serialized, it is just the replacement part. The panel pc p/n 015745 is the main component for salesforce asset documentation purposes." Technical support also provided resource to the user manual referencing pages 4 and 5 confirming unsupported equipment is prohibited. 3rd party service team went to the site to replace the power inlet. The customer confirmed receiving the power inlet and sent a picture of the fault, a physically damaged power cord. Technical support recommended to the customer to replace algo 5 cart column with wiring, part # 004691 and provided pricing. Service repair investigations will be conducted during the repair process and trend data will be reviewed per qms-004442. Acceptable risk associated with the complaint as hazard ID line 2.1 in doc-037739 algo 5 risk analysis spreadsheet, severity - 13, the risk is considered low. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. UDI number: (B)(4). Install date: 17-oct-2018. Faillure confirmed: yes. Investigation result code:neuro sbu/cable damage. Closure rationale: complaint verified, isolated incident and monitor for future occurrence. Low safety risk of harm, individual complaint related to issue stated. Complaint will be included in trending data for further review and investigation if needed.

Event description:
It was reported by the customer that a spark was witnessed by the power inlet. No injuries reported.